Manufacturer narrative:
This report is submitted on january 9, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced an extrusion of the device. The patient underwent a procedure in an attempt to preserve the skinflap and was treated with antibiotics; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016. The patient was not reimplanted with another device.